Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed diffuse lesion being treated was located in the calcified, severely tortuous distal left circumflex (lcx) artery. The lesion was predilated with a 2.5x15mm non-bsc balloon. A 2.5x12mm taxus express2 drug eluting stent was deployed in the proximal portion of the distal lcx. Then the physician attempted to deploy 2.5x24 mm taxus express2 drug eluting stent in the distal portion of the distal lcx, but the stent 'bumped' on to the previously placed stent and was not able to cross to the lesion. The stent delivery system was removed and the physician noticed the stent strut was lifted up. The procedure was completed with deployment of a 2.5x18 mm non-bsc stent. No patient complications were reported. Patient status reported as "good".